Event description:
The blade mds15111 was used to make an initial cut to insert a trocar during a shoulder arthroscopy procedure. The customer reported that the blade was used to make two incisions and it broke at the tip on the second incision. The incision had to be increased and a scope inserted to visualize the area to locate the broken tip. It was not deep enough to hit the bone. No add'l info was available.

Manufacturer narrative:
Digital photographs of the item have been sent to the manufacturer for evaluation. Subsequently, the returned sample has been decontaminated and sent to the vendor. When evaluation data has been received, a follow-up medwatch report will be submitted.